Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back under the therapy electrodes. Patient reports the area is itchy and red. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed hydrocortisone cream. Follow up indicated that irritation is getting better.